Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 261 mg/dl and 278 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): the 263mg/dl (B)(6) 2016 08:33 pm fasting:yes. The 206mg/dl (B)(6) 2016 01:21 pm fasting:no. Undisclosed. Undisclosed. Undisclosed. Memory concerns:263 mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 261 mg/dl and 278 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): 263mg/dl (B)(6) 2016 08:33 pm fasting: yes; 206mg/dl (B)(6) 2016 01:21 pm fasting: no. Memory concerns: 263 mg/dl.